Event description:
It was reported that in the ccu half a day after catheter was placed in the patient's right internal jugular vein, a leak was found coming from the insertion site. As a result, the catheter was removed but not replaced as treatment was no longer needed. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).